Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Device received from (B)(6) stating device has scratches and stains. It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There is no add'l info available.